Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: the audio bolus button was under responsive. Upon removal of the bolus button cover, it was noted that the button pin was damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under-responsive to user presses. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.